Event description:
During product evaluation by a baxter service technician, a flogard infusion pump was found to have a damaged latch roller. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site. This is an ancillary service event. The cause of the damaged latch roller was unable to be determined. To resolve the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.